Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s wife reported that during step 2 of set-up, the yellow drain line cassette tubing by the catheter appeared to have pinched and discolored, as if it had been melted. There were no cycler alarms or malfunctions. There was no observed burning smell, smoke, flame, or spark. The patient¿s pd treatment was re-set up with new supplies and the patient was able to complete treatment without any further issue. There were no patient adverse events or medical intervention required as a result of this event. The cassette tubing was stated to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Device evaluation: the drain line tubing sample was returned to the manufacturer for evaluation. During visual examination of the sample, the alleged failure was confirmed. A part of the tubing appeared crushed. As the visual inspection of this event was confirmed at this time, no additional testing of the sample was performed. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The investigation into the cause of the reported problem was able to confirm the failure mode. There was a crushed section of tubing on the returned sample. The complaint has been deemed confirmed.